Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported alarms for low expiratory minute volume. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacture's ref.#: (B)(4).